Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
It was reported by legal that the patient was revised on (B)(6) 2016 for right total hip arthroplasty. The pre-op diagnosis was painful right total hip resurfacing arthroplasty, high cobalt and chromium ions. During surgery there was evidence of a fracture. Update ad jan 31, 2018 & feb 23, 2018: medical records and translated document received. After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain, elevated metal ions and fracture. Revision notes reported that there was no bony ingrowth in the acetabular component. There were no lab results provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA(B)(4). Ongoing post market surveillance is conducted per our procedures for this product.